Event description:
It was reported to philips that the flex vision monitor failed diagnostics and did not power up on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 58'' sl-dvi monitor and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)